Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x15 vision stent delivery system (sds) was loaded on to the guide wire when it was noted that the stent was not on the sds. The stent was found inside the protective sheath. The sds was removed from the guide wire and replaced with another vision to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.